Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was failed. A field service engineer inspected the drawer components, reset the retractor band connection, and verified all cable connections. After multiple troubleshooting attempts, including replacing the drawer control board and solenoid assembly, the engineer isolated potential faults but the drawer continued to fail. The engineer then replaced the entire drawer with a customer-provided replacement. The escort logged into the station, successfully assigned the replacement half-height drawer, and inventoried multiple medications without issues. The recovery storage space notification disappeared, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.2 had failed to open and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.